Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Duo. During the procedure, there was difficulty advancing the plastic cuff fully to the base of the reservoir stem. The catheter tubing was removed, approximately two cm was trimmed, and placement of the cuff was reattempted per the instructions for use. Multiple techniques were attempted, including advancing the tubing fully and partially along the stem, however, the cuff could not be seated flush against the stem. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.